Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, peri-implantitis, inflammation, mobility. Implant loosening after 3 weeks (with initially good primary stability).